Manufacturer narrative:
This report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported). The patient was reimplanted with another device.